Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/07/2015 with the following findings: a review of the pump history revealed data was overwritten. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There was no evidence of a pump malfunction observed in the black box or alarm history. The battery cap was returned and used to complete investigation. During evaluation, the accuracy flow test was performed and completed on the pump with no delivery defects. There were no defects found with the pump and the reported complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2013, reporting a hospitalization for a blood glucose of 590mg/dl with nausea and vomiting; the patient was unsure of the date of the event. The patient was calling to troubleshooting the pump prior to restarting insulin pump therapy after the hospitalization. The patient admitted being sick from food eaten the day of the hospitalization. The pump was reviewed with the patient. The patient confirmed that the basal rates were correct. The bolus history showed that all boluses were delivered as programmed. The alarm history was reviewed and found nothing out of the ordinary. The patient confirmed no changes were made to advanced settings. The patient was advised that the pump appeared to be delivering as intended. The patient was advised to follow up with a health care professional to discuss the issue further. This report is made based on the allegation that the patient experienced hyperglycemia of unclear cause while using insulin pump therapy.